Event description:
Patient was revised due to infection. It was also reported that the infection caused the stem to loosen.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the infection caused the stem to loosen provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy (B)(4) considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.